Event description:
It was reported that the patient¿s ilet was shut down and not used for an extended period, and the patient did not revert to an alternative insulin therapy while the device was off, constituting an improper procedure or method with no applicable device component implicated. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication and analysis of information provided by the care team. Investigation of this case revealed no device problem and identified a usage problem. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.